Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead displayed intermittent non-capture. Following, the lead was found to be functioning as ex pected. The lead remains in use and no patient complications have been reported as a result of this event.